Manufacturer narrative:
Further investigation results: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. One additional complaint was noted for devices sterilized under sterilization run 115905. However, it is unlikely that the events related to the reported infection are associated to the sterilization methods utilized. The terminal sterilization cycle used by allergan was developed and validated to achieve a high level of sterility assurance. The sterilization cycle has been validated to assure that the chance of a non-sterile device is less than one in a million. During the trend review of all infection complaints for gel breast implants for the period of jun 2018 through may 2020, were noted 2 outliers (sep-18 and apr-19). An additional analysis was performed to determine any pattern or any similarities relation between prs involved. It was found a primary packaging operator involved in more than one occasion in this process, however the person was trained in the corresponding procedure. Also, it was found a sealer and a sterilizer involved in more than one occasion on those processes, however, calibrations, maintenance and the validation processes of these equipment involved, were reviewed and it was determined that they were performed on time and met specifications. In addition, all the records involved in this month were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Event description:
Healthcare professional additionally reported "implant was found to be...discolored, and distorted.".

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "patient¿s concern with the product" and capsular contracture, baker grade unknown. The events of capsular contracture and infection are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported left side exchange due to "patient¿s concern with the product", "purulent-type fluid under pressure...thick, discolored, brownish in color, containing debris", and capsular contracture, baker grade unknown. Device has been explanted.